Manufacturer narrative:
The reported event of device embolization could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 25mm amplatzer cribriform was implanted. On (B)(6) 2020, it was found that the device had embolized from the echo. The device was snared, removed from the patient, and a new 30mm amplatzer occluder was implanted. There were no patient consequences reported.